Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Device was received: ar-12990 batch 10374484, unpackaged. Observation revealed that the upper jaw was missing, with damage present at the connection point. The most likely cause for the reported failure can be attributed to user error of the device due to damage through excessive force.

Event description:
On (B)(6) 2021, it was reported by a facility representative via sems that ar-12990 scorpion top of the jaw broke off.